Event description:
It is reported that the device was implanted in 2004, and revised in 2005, due to locking mechanism breaking.

Manufacturer narrative:
Evaluation summary: insert appears to have disassociated from the baseplate necessitating a revision surgery. It is not clear if this was caused by a dimensional problem of the insert or a failure to properly seat the insert during the original surgery. H6 evaluation: tibial insert exhibits extensive wear and deformation near the lateral side of the posterior post. There is also fracture damage to the posterior rim of the medial condyle and deformation to the inferior rim. Device history records indicate manufacture to specification.